Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately low. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). It is not known when the alleged issue began. The patient reported obtained a blood glucose result of "122 mg/dl" with the subject meter which she felt was inaccurately low compared to how she was feeling at the time she tested/her normal blood glucose results. The patient denied managing her diabetes with medication and stated that she continued her normal diabetes management despite the alleged issue occurring. The patient denied developing symptoms as a result of the alleged issue. The patient claimed that she was treated with an IV (unknown drug/dose) and insulin (unknown dose) at (B)(6) 2012 at 12:00 a.m. The patient also mentioned that her blood glucose was tested on the emergency medical services meter; however, she did not specify what the result was. At the time of troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the test strips were not expired. During troubleshooting the patient did not have control solution, so a control solution test could not be performed. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly received medical intervention suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.